Manufacturer narrative:
The device was not returned to the MFR at the time of this report. A f/u medwatch will be submitted once the device has been returned and the investigation is complete.

Event description:
It was initially reported that the zimmer air dermatome handpiece was cutting the skin to thin even when the thickness lever was adjusted. Additional clinical info determined that the issue was discovered during surgery. As a result of the device taking too thin of a graft and additional graft harvest was required to complete the surgery. An alternate device was retrieved and used to complete the surgery with a minor delay of 0-15 minutes.